Event description:
It was reported that a chest x-ray revealed the right atrial (ra) lead dislodged. Per the physician, the lead was bad and was failing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.